Event description:
When the physician went to retract the needle and guide wire, the catheter started to bunch . Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).